Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this lead had safety switch to unipolar which led to oversensing of the pectoral muscle which inhibited some pacing. When the lead was reprogrammed back to bipolar, loss pacing capture was noted. The physician decided to surgically abandon and replaced this lead. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead exhibited high out of range pace impedance measurement which led to the safety switch and had been that way since june. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this lead had safety switch to unipolar which led to oversensing of the pectoral muscle which inhibited some pacing. When the lead was reprogrammed back to bipolar, loss pacing capture was noted. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.